Event description:
Reportedly, with the second firing, the grasping force of squeezing the handle felt stiff and the staples would not form properly. With the third firing, a cracking sound was confirmed and bleeding occurred. The staples were not formed at all and moreover the tissue broke. Converted to an open procedure.